Manufacturer narrative:
(B) (4).

Event description:
Following a fall in (B) (6), where the patient hit her head, the patient experienced slowness in all of her movement. Therapy impedance readings were >4000 ohms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.